Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer stylus would not align with the cursor on the screen. Overlay found out of electrical specification. Analysis also found the latch tabs on the power cord bay were broken. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the touchpen (stylus) cannot be calibrated and cursor will not go into the right corner of display screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.